Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 4 years, 1 month. The report of low voltage alarms and low speed events was confirmed through a review of the submitted log files. Based on previous complaint experience, the captured events appeared consistent with a potential percutaneous lead issue, however, a cause could not be conclusively determined as no product was available for evaluation. X-rays were reviewed and appeared unremarkable. The patient remains ongoing on vad support and no further issues have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was experiencing multiple speed drops and low voltage alarms. The patient was connected to the clinic's in-house power module patient cable and the estimated pump flows and pump speed dropped immediately. A system controller exchange was recommended. The system controller was exchanged and the following day, a log file was provided to the manufacturer's technical services representative for review. The data showed 28 low speed advisories, with speed drops as low as 630 rpm. These issues appeared to be occurring on both the power module and on batteries. Submitted x-rays were unremarkable. The technical service representative and the clinical consultant were onsite on (B)(4) 2016 for evaluation. Continuity testing showed no full fractures on any of the wiring. A decision was made to keep the patient on an ungrounded patient cable post-discharge. The patient was switched over to the pocket system controller for driveline fault detection capability. The patient would continue to be monitored and no pump exchange is planned at this time.